Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the pump didn't really work as well as its supposed to. The patient had issues with the bolus stating that they can't use the bolus, it puts too much directly into the back. The patient also didn't understand why all of a sudden after they got the pump implanted they started gaining weight and the patient hadn't been eating. The patient had not followed up with their healthcare provider regarding the weight gain and the patient wanted to know if weight gain was common. The patient stated they had been orally taking dilaudid for years and never had an issue and wanted to know what the difference was. The patient had asked a pharmacist and they didn't really know anything about the pumps. The patient had notified their new managing healthcare provider regarding their issues. The patient stated that they wished they wouldn't have gotten the pump because it has ¿caused her hell in her life¿. Per the patient they were told they could travel with the pump and there were all these doctors who do the pump and the patient stated that no there was not all these doctors, there was no one where the patient lived with the pump. The closet doctor was supposed to be an hour and it took the patient 4 hours. The physician left and it was a nightmare, the patient was upset. The pump was also delivering bupivacaine, dose and concentration not reported. No further patient complications were reported.

Event description:
Additional information received from the consumer on 2017-apr-08 reported they were very upset about the device. The patient was unhappy with the device and would like it removed. The patient felt her doctor and manufacturer representatives were conspiring against removing it. The patient said she hated the device and had been depressed since getting the device. Additional information received from a health care provider (hcp) on 2017-apr-17 reported the patient¿s pump was placed into the peritoneum. The nurse reported the patient used to be a personal trainer and image was a concern. The nurse stated body image was extremely important and affected the patient¿s self-esteem and her personal lifestyle. The nurse said they put the smaller size into the patient, and the patient felt the pump was looking way to large. The nurse stated the patient couldn't wear a bikini and had to buy new dresses and new clothes because if anything touched her body she experienced pain. The patient had a pre-existing pain condition from numerous bowel obstructions. The patient stated she felt it was swollen on the inside, but not on the outside or it might just be where the natural indentation of her abdomen was from her exercise. A week ago ((B)(6) 2017), the patient reported the pump helped minimally and a week ago it stopped helping. The patient talked with their managing hcp about the patient¿s activities level and wanted to raise the patient¿s medication to 50% and the patient declined because she hated drugs. The patient stated absolutely not and settled for 15% instead. The patient was so sick (nauseated, really sick, drugged and uncomfortable, and the pain was worse and didn't like feeling like that) until they reduced it again. The patient wanted to know if she were to use a bolus would it feel like oral medicine. The patient stated she was taking the same amount of oral medications as she had before the pump and wanted to know what the benefit was of keeping the pump if the patient was still taking the same amount of oral medications. The patient asked what the recommended dosage was for pump medication and wanted to know more about it. The patient stated she was only a (B)(6) and felt her hcp should give her pediatric dosing. The patient stated 3-4 years ago morphine gave her tachycardia. Also, 2-2.5 years ago when the patient did the trial she got sick because they used morphine, and that was why she waited so long to finally get the pump implant. The patient would follow-up with their hcp. Additional information received from the consumer on 2017-apr-18 reported she wanted to know when she used the bolus how soon would she feel the difference and how long would she feel it. The patient stated the doctor wanted to increase the pump medication to 50%, and the patient stated no she wanted 5%, so the doctor increased to 15%. The patient stated she did a bolus and was sick for 2-3 days because she got so much medication. The patient stated she was scheduled to see the doctor tomorrow ((B)(6) 2017). The change in therapy/symptoms was considered sudden. The patient stated the doctor increased the medication and when she used the bolus she became very sick. The patient stated she was really sick, nauseated, the pain was worse, and she was so uncomfortable she couldn't function at all. The patient stated the doctor decreased the medication after raising the medication. The patient stated she had been using oral medication and was afraid to use the ptm. The pump also contained saline [1 ml/ml] at a dose of 0.048 ml/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient was upset that since pump implant, the pump did not fit in stomach, was sticking out, and was a huge square lump coming out of the stomach above the pelvic bone. No erosion was reported, just that the pump was visibly coming out of the stomach, patient was asking if it should be like that. Patient was asked to follow-up with the health care professional, it was noted that patient was moving and did not have a health care professional. No further complications were anticipated/reported.

Event description:
Information was received regarding a consumer receiving dilaudid at an unknown rate and concentration via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had some concerns about the pump. The medication had made her sick, was still having pain, and their pump was sticking out. An appointment was made with their doctor for the second time and he wanted to increase the pump medication by 50%. Patient states she would rather have the medication increased by 10% and the doctor increased it by 15% and the medication made her sick and she didn't want to be within her own body. She was nauseous and they went to the ER and they gave her 0.5 milligrams of dilaudid in her IV and tried to reach her doctor but was unable to and was sent home. It was also stated that the medication has not helped with her pain and she is still in so much pain that she is still taking oral medication. She still gets up every 4 hours with pain and takes oral medication. The patient states she is 5 feet tall and weighs 100 pounds and the pump is sticking way o ut and is very swollen. She can't even wear her own clothing other than large dresses. She is 4 weeks post-op and can't even wear her own clothing. The patient later called asking about putting a silicone patch over her incision to get it to go down, patient was asked to follow-up with her doctor to discuss that. Patient asked for the percentage of pumps that are removed and way and it was reviewed that the manufacturer does not have that information. Patient noted she looks like she has a monster sticking out of body and stated that her doctor said maybe she's allergic to it, her doctor also said they don't know the information she was looking for. This was not an out of box failure. No further complications were anticipated/reported additional information was received from a patient who was receiving bupivacaine (concentration 10 mg/ml, dose 3.003 mg/day) and dilaudid (concentration 5 mg/ml, dose 1.5017 mg/day) via an implantable pump for non-malignant pain. The pump was sticking out beginning (B)(6) 2017. The patient did not think that the pump went into the pocket that was formed. The patient said she was not happy with how it looked and it was uncomfortable, the pump was sticking out a lot and the patient thought the pump had moved, it looked like she had a head sticking out of her side, the pump was between her pelvis and ribs and was not above her pelvis where it should be, it was depressing to look like this. The patient said she was on oral medications and the pump. The pump was increased by 15% and it caused her to get really sick, it was reduced back to the level she is at now. The patient was 5 feet tall and only 100 lbs. The patient then disconnected the call as she was upset and said she could not get answers. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was not feeling well and did not have enough energy to travel and was seeing a new healthcare provider (hcp). It was reported that the device never worked for the patient. It was noted that the patient had lost over (B)(6) lbs due to the pain; the patient had mal nutrition sores on the corner of her mouth due to being unable to eat anything but broth. It was reported that the caller had scar tissue build up. The hcp added a new medication to the pump but it did not resolve the issue. No further complications have been reported.